Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Subsequently, the customer went to the emergency room (ER) and was hospitalized with a blood glucose (bg) of 33 mmol/l. The customer was treated with intravenous fluids of saline and insulin. The customer was released from hospital on 2026-07-09 with the issue resolved and no permanent damage. Reportedly, a supply change was performed to address the issue, and insulin delivery was resumed.